Manufacturer narrative:
Corrected data: describe event or problem.

Event description:
The initial MDR report was inadvertently submitted as it was identified via additional investigation that per the patient's request, the ipg was electively replaced to take advantage of new technology. There was no stated deficiency of the device.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was inoperable due to lack of charging. As such, surgical intervention was undertaken on (B)(6) 2017 to explant and replace the ipg.